Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 9610816-2025-000418 for further information regarding this complaint.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the pressure waveforms intermittently hangs on the philips hemo system with intellivue x3, zeroing is not possible. The device was in use on a patient. There was no report of patient or user harm.